Event description:
The customer reported that the battery needs to be replaced. There was no report of pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted upon completion of the investigation.